Event description:
Additional information indicates, the patient lost their charging equipment and as such, where no longer able to recharge their ipg as recommended. In turn, the ipg became inoperable. As a result, surgical intervention was undertaken on 09dec2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported, the rechargeable ipg had reached 'end of service'. As a result, surgical intervention may be undertaken to address the issue. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated.